Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump had occurrences of "cassette not attached properly" alarms. Functional testing involved a sensor test and showed the device duplicated the reported issue. The investigation determined that a calibration issue with the downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the reporter did not believe the issue happened while in use with a patient.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "high alarm, bad latch sensor". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.